Event description:
A distributor reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an examination under anaesthesia (eua), colposcopy, and lletz loop excision procedure on (B)(6) 2025, and ¿the procedure utilized a diathermy pencil along with an electrode loop and ball from another supplier. Burns found in patients' perianal area. Patient was assessed and confirmed to have sustained burns but has received appropriate treatment¿. The procedure was completed without the use of an alternate device, and the reported burns were first observed post-operatively. In response to follow-up assessment questions, the distributor stated "at this stage, the severity of the burns is unclear¿; however, a photograph ¿captures the later stages of healing. The surgeon did not specify the exact treatment administered but noted that the patient received ¿appropriate care.¿ the patient is currently recovering well.". This report is being raised due to the reported injury of burns of unknown degree to the patient. An unknown electrode loop and ball will be listed as a concomitant device. There are no allegations filed against it.

Manufacturer narrative:
Reported event of the patient receiving a burn is confirmed. The device will not be returned for evaluation, but photographic evidence has been provided. Root cause cannot be determined, however, based upon the risk document and IFU, a possible cause of this event could be that the device was not secured in its holster. A two-year lot history review cannot be conducted as a lot number was not provided. A device history review (DHR) cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 29 reports, regarding 43 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. Place active accessories in a holster or in a clean, dry, non-conductive and highly visible area away from the patient when not in use. Inadvertent contact with the patient may result in burns. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A distributor reported on behalf of a customer that the plpul2020, ultra surgical smoke evacuation pencil device was used in an examination under anaesthesia (eua), colposcopy, and lletz loop excision procedure on (B)(6) 2025, and ¿the procedure utilized a diathermy pencil along with an electrode loop and ball from another supplier. Burns found in patients' perianal area. Patient was assessed and confirmed to have sustained burns but has received appropriate treatment¿. The procedure was completed without the use of an alternate device, and the reported burns were first observed post-operatively. In response to follow-up assessment questions, the distributor stated "at this stage, the severity of the burns is unclear¿; however, a photograph ¿captures the later stages of healing. The surgeon did not specify the exact treatment administered but noted that the patient received ¿appropriate care.¿ the patient is currently recovering well.". This report is being raised due to the reported injury of burns of unknown degree to the patient. An unknown electrode loop and ball will be listed as a concomitant device. There are no allegations filed against it.